Event description:
It was reported that during a routine device check, the atrial lead exhibited noise. The patient was asymptomatic. The physician opened the pocket for further evaluation and the noise could not be reproduced. The lead was capped and replaced. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.